Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was over 500 mg/dl. The mother reported the cause of the customer's hospitalization was diabetic ketoacidosis. It was also reported the customer had strep throat and required antibiotics prior to being hospitalized. The mother also stated the customer had ketones and was vomiting. The customer was hospitalized for 3 days. It was unknown if the customer was wearing the insulin pump at the time of hospitalization. Customer has been treating their blood glucose with the insulin pump. No additional information provided.